Manufacturer narrative:
Product ID: 8709 lot# l73869, implanted: 2000 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient had a stroke in 2003 or 2004. The stroke was related to the pump because her surgeon took her off of plavix her blood thinner. The patient was kept off of it for almost 3 weeks. The neurologist told her that this was why she had the stroke. Additional information has been requested; a follow-up report will be sent if information becomes available.